Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. The device in the incident is not distributed in the us, however, the hilo endotracheal tube is of essentially identical design and is distributed in the us. The 510k number for the hilo endotracheal tube is k871204.

Event description:
The covidien rep in france received a report from the customer that stated: "the balloon burst during the operation and the catheter became less rigid." "The pt had to be re intubated, but no consequence on the ventilation as the pt was being monitored during the operation."